Event description:
It was reported that the pacemaker dependent patient presented in hospital after a near syncopal episode. Monitoring revealed a pause in middle of the night. Review of surface EKG and device interrogation revealed that intrinsic p-waves were being tracked prior to the pause, and a p-wave was observed during the pause but there appeared to be no corresponding v-pace or sense event during the pause. Oversensing was suspected as the cause. No noise was observed during provocative testing. It was determined that reprogramming might not resolve the issue. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.